Event description:
It was reported the medtronic representative had just finished follow up cases and programmer had been working fine. Upon interrogating the next device the programmer interrogated the device, but then locked up with a system error. Another programmer was used to complete the case. The service disk was ran which cleared the error and two more patients were successfully interrogated without further programmer issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.